Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a failed self test alarm. The customer¿s blood glucose was 4.7 mmol/l at the time of incident. Customer stated that the insulin pump alarmed failed self test during basal delivery. No troubleshooting was performed. The insulin pump is being replaced and is not expected to return for analysis.